Event description:
It has been reported by the patient, that she allegedly required revision of a "defective (left) knee implant" in 1994., plaintiff has alleged taht a pfizer product was used during initial surgery in 1986."

Manufacturer narrative:
This event is a legal case and was reported to us via another company's legal group. There is no other information available at this time. Identify of the device has not been confirmed.